Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, before the surgery, the nurse found that a piece of the product was cracked when opening the package. The other one was cracked as well. Opened another to perform the procedure.